Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: express-vascular ld pmtd 8.0x40x135 cm was returned for analysis. A visual examination found that the stent was dislodged from its crimped position. The stent was found to have moved along the balloon and was found to be sitting 27 mm distally from the proximal marker band. 10 mm pf the stent were found to be crushed from the tip of the device. The minimum distance between the crimped stent and the inside edges of both ro markers is 1 mm. The stent was unable to be moved along the balloon surface. There was evidence of the crimped stent imprint on the balloon material and the balloon material folds were found to be tightly wrapped and had not been subjected 0 positive pressure. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred outside the patient. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery (cia). A 8.0x40x135 cm express ld vascular stent was selected for use. During preparation, when taking the device out of the hoop, it was noted that the stent was already partially dislodged. The procedure was completed with another of same device. No patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred outside the patient. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery (cia). A 8.0x40x135 cm express ld vascular stent was selected for use. During preparation, when taking the device out of the hoop, it was noted that the stent was already partially dislodged. The procedure was completed with another of same device. No patient complications nor injuries reported.